Manufacturer narrative:
Date sent: 08/30/2007. Evaluation summary: the analysis results confirmed that the er420 instrument had slow feed due to the viscous silicone. The silicone utilized to seal the instrument had become viscous, thus slowing the feeding mechanism. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the clips were very slow to release. No add'l info is available. One device will be returned.